Event description:
The customer reported the ventilator alarmed due to a +-24/12 volt power failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic log history noted +-24/12v power failure occurrences as reported. If a +-24/12v failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The manufacturers field service engineer was able to duplicate the customer reported problem. During testing, the service engineer reported the device would not operate on the backup battery. The service engineer replaced the power supply and backup battery to address the reported problem. Applicable final testing was completed and passed per operating specifications.